Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided pump reset information and guided the customer in resetting the pump. After resetting, the same malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if any issues arise again.